Event description:
Per the audiologist's report, this patient fell down and then could no longer hear with his cochlear implant. All external equipment was checked and found to be in working order. An integrity test could not be performed on the device. The surgeon explanted the device in 2005 and reimplanted the patient with a new device the following week.

Manufacturer narrative:
The type of event is addressed in the device labeling.